Manufacturer narrative:
Balt USA reference: # (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f240701301 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "hypo coil case with a 2.8 progret micro. Coil was advanced and then upon repositioning for the 1st time, the coil separated with minimal tension on retraction. We were able to advance the coil in using back end of the coil pusher and managed to get 45cm outr. We then used the back end of an .018 wire to luckily advance it the rest of the way in. It happened to land in a good spot to continue to case.this was the 1st coil in on this case." Update 08may2025 - additional information received from the issuer: "minimal tortuosity." Incident report form submitted for this complaint indicates that no patient injury was sustained.